Manufacturer narrative:
The patients' mean age was 55.7 years old plus or minus 12.4 years in the study. 78.6% of the patients' were female in the study. The event dates are unknown. The procedures were performed between december 2015 and january 2019. Approximated based on the year and month of the first procedure. The upns and lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. Literature source: krafft, matthew r., et al. "The edgi new take on edge: eus-directed transgastric intervention (edgi), other than ercp, for roux-en-y gastric bypass anatomy: a multicenter study" endoscopy international open 2019; 07: e1231-e1240 georg thieme verlag kg stuttgart new york 2196-9736. Doi https://doi.org/10.1055/a-0915-2192. (B)(4). The devices have not been received for analysis; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific became aware of two events involving hot axios stents through the article "the edgi new take on edge: eus-directed transgastric intervention (edgi), other than ercp, for roux-en-y gastric bypass anatomy: a multicenter study" by dr. Matthew r. Krafft,et al. According to the literature, given the high technical and clinical success of eus-directed transgastric ercp (edge) in rygb anatomy, the aim of the study was to adopt this transgastric approach to evaluate and treat luminal and extraluminal pathology in and around the excluded gut in rygb patients. Transgastric diagnostic and/or interventional endoscopic procedures performed via a lumen-apposing mental stent (lams) in select patients with rygb is referred to as eus-directed transgastric intervention (edgi). Between december 2015 and january 2019, 14 patients with suspected luminal or extraluminal pathology, in or around the duodenum and/or excluded stomach underwent edgi via lams involving 4 centers in the united states. There were a total of 14 hot axios stent procedures. The patient average age was 55.7 years old plus or minus 12.4 years. Patient gender for lams placement was 78.6% female. The most common transgastric interventions were diagnostic eus of extraluminal pathology (42.7%) and endoscopic biopsy of gastroduodenal luminal abnormalities (35.7%). Transmural fistula routes consisted of eight gastrogastrostomies (57.1%) and six jejunogastrostomies (42.9%). Eus-directed gastrogastrostomy (eus-gg) was performed using electrocautery-enhanced (ece)-lams in 12 cases (85.7%) and non-cautery enhanced (non-ece) lams in two cases (14.3%). Freehand form was used in 10 cases (71.4%) and over-the-wire (otw) technique was used in four cases (28.6%). Lams lumen diameter was 20mm in eight cases (57.1%) and 15mm in six cases (42.9%). A total of 2 adverse events were observed with an overall adverse event rate of 14.3%. "Lams maldeployment occurred in two separate cases of otw deployment of 15-mm ece-lamss during eus-jejunogastrostomy creation. Successful intraprocedural otw rescue was performed with bridging 18-mm diameter esophageal fcsemss (niti-s through-the-scope esophageal stent, taewoong medical, seoul, korea), ultimately rendering each eus-jg creation complete." Reportedly, there was unplanned post-procedural hospitalizations for both maldeployment cases. The technical and clinical successes of the transgastric interventions were 100%. Note: according to the complainant, the axios stent was placed for a eus-directed transgastric intervention procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >=6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for accessing the duodenum, and/or excluded stomach in roux-en-y gastric bypass (rygb) patients.